Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition and the device to record inaccurate non-sustained ventricular tachycardia events. It was noted that rv lead measurements were within acceptable parameters. Boston scientific technical services (ts) was contacted for assistance. The right atrial (ra) pace impedance was measured to be greater than 3000 ohms. However, this is expected as there is no ra lead. Ts discussed possible root causes and troubleshooting methods. Additional information received indicates that the suspected root cause of the noise was external electromagnetic interference, respiration, or myopotentials. No further action is planned. This product remains in service. No adverse patient effects were reported.